Event description:
Three years after mitral valve replacement, pt required explantation of the prosthetic valve due to valve thrombosis. The pt's med record indicted the pt was "not complaint with ac [anticoagulation] therapy." The surgical nurse stated "it was a compliance issue; the international normalized ratio was really low." The pt recovered from the reoperation.